Manufacturer narrative:
Based on further evaluation of the file, the following coding changes were made to the event: (B)(4).

Event description:
Additional review indicated the high impedances measured pertained to the system reported under manufacturer report #3004209178-2013-14838.

Event description:
It was reported the patient¿s device was discharged when checked 16 days after a lead revision procedure (refer to manufacturer report # 3004209178-2013-10492). A ¿charge sooner¿ phrase was seen. The stimulation was never turned on after the revision. When attempting to recharge, the device would only reach two bars after 12 attempts. Pressing the charger into the patient¿s buttocks and holding their hip achieved six bars in the standing position. Every time the patient would sit, all the black efficiency bars would be lost and the implantable neurostimulator (ins) could not be read at all. The ins was to be revised to a better position the following day. Less than 50% therapy relief was noted as a symptom. The ins was unable to be ¿used¿ because it was ¿out of energy¿ and could not be charged with multiple rechargers. It was added that the ins was ¿too deep.¿ the revision was to make the device more superficial. About five days later, it was reported the patient was doing well with the new lead and new ins. The patient had good relief in the legs and was getting 50% relief in the low back. An impedance check showed contacts 10 and 15 to be greater than 10,000 ohms. These contacts were not being used for stimulation. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013. Product type: lead: product ID 3550-39, lot# n331050, implanted: (B)(6) 2012, explanted: (B)(6) 2013. Product type: accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator found that the battery had reduced capacity due to overdischarge. The last recorded recharge session (over 5 minutes) while implanted was (B)(6) 2013. The device was charged from 3.525v to 3.535v over 23 minutes. It was stated the battery discharged to lock mode on (B)(6) 2013. A physician mode recharge was performed prior to receipt in the analysis lab. In the lab, the battery was charge for 6 hours and 48 minutes from 3.420v to 3.675v. The overdischarge count was 1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.